Event description:
The user facility reported that a portion of the guidewire coating was sheared off during a urology procedure. Reportedly, the physician encountered difficulty in positioning the guidewire, then "rigged the ureteroscope up" in order to prevent losing position "which caused the coating to shear off as he pulled back." X-ray imaging was used to locate the detached material and it was successfully retrieved using a basket device. Follow-up communication confirmed that the original procedure was completed successfully and that the user did not think the event was related to any problem with the guidewire.

Manufacturer narrative:
Results - is based upon evaluation of user facility information and the returned sample; is based upon evaluation of undamaged sections of the returned sample. Conclusions - is based upon evaluation of user facility & returned sample; is based upon evaluation of undamaged sections of the returned sample. The involved device was returned for evaluation. Visual examination confirmed that a portion of the polyurethane coating had sheared away from the guidewire. The event description and appearance of the returned sample are consistent with damage to the guidewire due to manipulation against a metallic object (such as the ureteroscope) during the procedure. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. The instructions-for-use do address the potential for such an event by stating in the warnings / precautions section that inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.